Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17; checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had to go the hospital with blood glucose (bg) reading between 15 to 16 mmol/l (270 to 288 mg/dl). At the hospital they placed her on 3 different "type" of intravenous drip of insulin and bg levels were checked every hour. She was also diagnosed with gastroenteritis at the hospital. The pod was worn longer than 48 hours on the arm.